Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse performed the repair along with a periodic maintenance (pm). Fse suspected that the instrument was contaminated and proceeded to decontaminate wash, diluent, and substrate lines. The pm was performed without any issues. The instrument was performing as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 06-nov-2017 through aware date (B)(6) 2018. There were two similar complaints, including this event, found during the searched period. The aia-900 operator's manual under safety precautions, states: operate only in accordance with the procedures described in this manual - attempts to operate the aia-900 using procedures not prescribed in this manual may adversely affect the integrity of assay results and cause system malfunctions. Under section 1 basic precautions: reagent handling: for reagents required lot management, the aia-900 recognizes their lot numbers. Since mixing such reagents from different lots makes the lot management impossible, reagents must be handled correctly according to their instructions for use. Warning: contact a tosoh local representative there is always the possibility that blood and body fluid may have been contaminated by infectious agents. Mistakes in system repair or disposal can result in the transmission of infectious agents to the system operator and/or to nearby person. Please contact a tosoh local representative for analyzer repairs or information on disposal. The most probable cause of the reported event was the instrument need to be decontaminated.

Event description:
A customer reported that quality controls (qc) on multiple assays are out of range on the aia-900 instrument. The customer stated that the t uptake had been a problem during the prior week but all results were either high or low. The customer tried rerunning the qc with fresh control material with no changes in results. The customer checked all reagents and noted that the instrument was due for a periodic maintenance. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin (prl) and parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.